Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The device also had a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The doctor reported that the insulin pump was received with a motor error alarm. No troubleshooting was performed. The customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.